Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve to the manifold was contaminated. Additional malfunction was the power switch on the controls had a short circuit. It was noted "replace defective pilot valve causing shutdown/alarm."